Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced atrial arrhythmia at the time of implant which required the right atrial (ra) lead to be reprogrammed on two separate occasions for optimisation purposes. The patient's rhythm stabilized and therefore, the ra lead was programmed on again. However, it has since been reported that undersensing on the ra lead during atrial tachycardia/atrial fibrillation (at/af) has been observed. Far field r-wave (ffrw) oversensing has also occurred on the ra lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Reprogramming was carried out to minimize ffrw oversensing and yet maintain proper af detection.